Event description:
It was reported that during a left shoulder arthroscopy, the doctor found that the suture was no longer attached to the anchor eyelet from the previous surgery performed. During this procedure, it was reported that the suture failed to stay attached to the eyelet of the anchor during the insertion of two other bioanchor implants. A third anchor was used without any further problems and the surgery was completed. To date, the patient is reported to be doing fine.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigational findings: an evaluation of the device has not been completed to date. Following completion of an evaluation, a follow-up report will be sent.